Event description:
Rn reported reaction to latex gloves. She experienced respiratory problems, watery eyes and hives on her hands. She also had an anaphylactic reaction and had to quit working as an rn.